Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. It is reported that in (B)(6) 2017 the patient underwent a procedure to repair multiple hernias in the same area as the previous repair (ventralex). As reported the previously implanted ventralex mesh was not explanted or involved in this procedure. There is no indication that the hernias repaired in 2017 were a recurrence of the previously repaired hernia, however recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records could not be conducted should additional information is provided, a supplemental MDR will be submitted. This file is associated to the bard ventralex hernia patch an additional MDR was submitted associated with the bard phasix plug & patch not returned.

Event description:
The following was reported to davol: on (B)(6) 2013 - the patient underwent the repair of a supraumbilical hernia (multiple) and was implanted with a bard mesh (ventralex). Per the patient, two small hernias were combined and repaired with the one mesh. On (B)(6) 2017 - the patient had been diagnosed with four hernias in the area of the previous repair. The patient underwent repair of the hernia and as reported the onlay (patch) portion of a bard phasix plug & patch was used to repair the defects. The onlay was fixated in place with a non bard/davol fixation device. The contact reports that there is no indication in the information received that the previously implanted bard mesh was explanted. The contact reports that the patient experienced hospital acquired pneumonia during the hospital stay, as well as severe edema in his feet as his diuretic was stopped upon admission due to dehydration. The contact states the patient was discharged from the hospital too soon, when the postoperative issues he was experiencing "suddenly resolved" per the doctor. On (B)(6) 2017 - the patient returned to the hospital due to pain and redness around the surgical incision. The patient was assessed and given antibiotics and released. On (B)(6) 2017 - the patient returned to the ER and was diagnosed with a wound infection. The patient was treated with IV antibiotics and the wound was cleaned and washed out. At this time the phasix mesh (onlay) was assessed to be well incorporated and in good position the wound was left open and a wound vac was placed for the next 5 weeks. The patient was discharged with home health care and follow up with the infectious disease wound clinic. Cultures of the wound revealed mrsa. The contact reports the wound has begun to heal after treatment with multiple antibiotics which the patient continues to take as well as treatment from the wound clinic. The wound has a small opening; however, the most recent cultures taken in (B)(6) 2017 were negative for infection. In follow up with the infectious disease wound clinic, the contact reports the doctor there told the patient the only way this infection will completely clear is to remove the mesh. The contact states the patient is unsure of whether this will take place as the wound cultures have been negative and the incision is closing, with only a very small opening at this time, however the patient has a feeling tenderness underneath the incision site which has been ongoing. The patient continues to follow up with the infectious wound care clinic.